Manufacturer narrative:
St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #3 of 3: reference MFR. Report: 1627487-2017-04934 and 1627487-2017-04935. It is reported the patient is experiencing a change in impedance values when the patient changes position. Lead diagnostics revealed one high impedance and multiple low impedances. Reprogramming was able to resolve the issue; however surgical intervention is pending to address the issue.

Event description:
Device #3 of 3: reference MFR. Report: 1627487-2017-04934 and 1627487-2017-04935. Follow up information identified the patient underwent surgical intervention on (B)(6) 2017 where the scs system was removed and replaced. Intraoperatively, lead diagnostics revealed impedances were consistent with previous results. Initially postoperatively the issue still persisted. Reprograming was able to provide some effective stimulation. Follow up identified the patient is now receiving effective stimulation and all issues have been resolved.